Event description:
Additional information received indicated the left ventricular (lv) lead was electively replaced. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead could not capture. A chest x-ray confirmed that the lv lead was dislodged. The patient reported symptoms of shortness of breathe. The lv lead was deactivated via programming changes. The patient was in stable condition.